Event description:
Treatment of an aneurysm. It was reported that the patient was implanted with one pipeline on (B)(6) 2011. Follow-up angiogram on (B)(6) 2012 showed the proximal end of the pipeline has migrated distally to the aneurysm neck and the aneurysm has grown. Consequently, the physician implanted another pipeline overlap the previously implanted pipeline. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Manufacturer narrative:
Please reference MDR # 2029214-2012-00184 for the second pipeline procedure that occurred on (B)(6) 2012 in which a pipeline (5.00mm x 25mm) was implanted to improve coverage of the aneurysm neck. (B)(4).

Manufacturer narrative:
(B)(4).